Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 995 mg/dl and diabetes ketoacidosis. Nurse reported that they were attempting to place the customer back on the insulin pump and continued to receive a bent cannula and a no delivery alarm. High pressure test was performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.